Event description:
It was reported that at a subcutaneous implantable cardioverter defibrillator (s-ICD) device explant procedure due to alleged premature battery depletion, the new replacement device was connected to this in situ s-ICD electrode. When the physician performed defibrillation threshold testing (dft), the new device delivered a 65 joule shock and there was non-conversion, requiring an external shock to convert the patient back to normal sinus rhythm. The physician noted the shock impedance of the system was low and out-of-range at 1 ohm and a popping sound was heard at the time of the shock. The pocket was surgically reopened and an insulation defect was observed at ~9 cm from the device header. It was suspected the electrode conductor had fractured due to potential internal abrasion, which may have resulted in a short circuit at the time of the dft. The physician surgically explanted and replaced this electrode. Due to potential damage, the newly implanted s-ICD device was also explanted and replaced to resolve the event. The patient was stable with no additional adverse effects. Both products are expected to be returned for analysis, but have not yet been received.

Event description:
It was reported that at a subcutaneous implantable cardioverter defibrillator (s-ICD) device explant procedure due to alleged premature battery depletion, the new replacement device was connected to this in situ s-ICD electrode. When the physician performed defibrillation threshold testing (dft), the new device delivered a 65 joule shock and there was non-conversion, requiring an external shock to convert the patient back to normal sinus rhythm. The physician noted the shock impedance of the system was low and out-of-range at 1 ohm and a popping sound was heard at the time of the shock. The pocket was surgically reopened and an insulation defect was observed at ~9 cm from the device header. It was suspected the electrode conductor had fractured due to potential internal abrasion, which may have resulted in a short circuit at the time of the dft. The physician surgically explanted and replaced this electrode. Due to potential damage, the newly implanted s-ICD device was also explanted and replaced to resolve the event. The patient was stable with no additional adverse effects. The system was subsequently received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion ~11 cm from the terminal end. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with the associated device case. The reported failure to shock/properly shock and low shock impedance measurements are likely the result of the lead damage observed by the laboratory.